Event description:
Boston scientific became aware of incidents involving the advantage system and the solyx single incision sling system through an article titled "the transvaginal mesh class action: a tertiary teaching hospital experience of all mid-urethral sling procedures performed between 1999 and 2017" by mugdha kulkarni, md., et al. This study aimed to evaluate the outcomes associated with mid-urethral sling (mus) procedures for stress urinary incontinence (sui) by analyzing the rates of complications, readmission, and reoperation at a single tertiary teaching hospital over an extended period. Between 1999 and 2017, a total of 1,462 women were identified as having undergone a mus procedure, and 1,195 of those had full patient records available for review. Data on sling types, demographics, readmission rates, and follow-up were collected and analyzed. Between january 2003 and december 2017, 130 boston scientific (bsc) mid-urethral sling procedures were performed, with 120 audited. Boston scientific slings included advantage and advantage fit (78% retropubic), solyx (18% single-incision), and obtryx (4% transobturator). Many procedures involved concurrent prolapse surgery. The median hospital stay was one night for sling-only procedures and two nights for combined surgeries. Ninety-three (93) retropubic sling procedures using advantage or advantage fit were reviewed. Sling insertion ranged from february 2006 to june 2017. The median age of these patients was 56 years. Short- and long-term post-operative complications for these patients included: 3 cases of sling loosening performed within 30 days of sling insertion, 2 cases of sling division (performed 4- and 44-weeks post-insertion), 2 cases of partial mesh excision for pain (35- and 86-weeks post-insertion), and 2 cases of partial mesh excision for exposure (6- and 7-weeks post-insertion). There were no cases of total mesh excision for pain and no cases of recurrent sui surgery identified for the advantage/advantage fit cases reviewed. Twenty-two (22) single-incision sling procedures using solyx were reviewed. Sling insertion ranged from july 2016 to june 2017. The median age of these patients was 52 years. Short- and long-term post-operative complications for these patients included: 6 cases of recurrent sui surgery (performed 12- to 55-weeks post-insertion) and 2 cases of partial mesh excision for exposure (performed 25- and 36-weeks post-insertion). There were no cases of sling loosening within 30 days, no cases of sling division, and no cases of partial or total mesh excision for pain identified for these solyx cases reviewed. The following other complications were reported without identifying the manufacturer/type of sling involved: there were 13 cases of infection which occurred for patients who had undergone concomitant surgery, and 9 cases of blood transfusion which was more common in women with concomitant surgery. Additionally, a patient was also required to be admitted to an intensive care unit.

Manufacturer narrative:
Block b3: date of event was approximated to june 12, 2023, publication date, as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Block g2: literature: kulkarni, m., liu, y., rolnik, d., rosamilia, a., the transvaginal mesh class action: a tertiary teaching hospital experience of all mid-urethral sling procedures performed between 1999 and 2017, international urogynecology journal, springer link volume 34, pages 2573-2580, (2023), https://doi.org/10.1007/s00192-023-05575-5. Block h6: e2006 - captures the reportable event of mesh exposure. E1906 - captures the reportable event of infection. E2330 - captures the reportable event of pain. E1310 - captures the reportable event of urinary tract infection. F0801 - captures the reportable event of patent admitted to intensive care unit. F1903 - captures the reportable event of device explantation. F2302 - captures the reportable event of blood transfusion. F1905 - captures the reportable event of partial mesh excision.